Event description:
Nurse was swabbing pediatric pt for strep, the child bit down on swab and it broke off in the mouth, but nurse was able to remove from pt's mouth without issue. With the same pt, a new test was opened and the nurse attempted to swab the pt again, the pt bit down close to the head of the swab and the loose piece of swab became lodged in the pt's throat. The heimlich maneuver had to be performed on the pt to remove the loose piece of swab.

Manufacturer narrative:
This is the first report of shaft fracture from biting in over 10 years of complaint trend analysis. Our investigation of the report included review of the batch records and inspection of retention samples. The investigation did not reveal any out of specification testing or process deviations. The event is recorded in our system and we will monitor our field complaints for similar events.